Event description:
The customer reports falsely elevated architect ca 19-9xr assay results for one patient. On (B)(6) 2013, this patient generated a result of 440 u/ml (the customer cut-off for this assay is less than 37 u/ml). The patient's physician questioned this result. The patient was sent to another lab on (B)(6) 2013 where a new sample was drawn, which generated a result of 12.8 u/ml on a non-abbott platform (#1). The initial sample from (B)(6) 2013, which had been stored frozen since that date, was thawed and retested on the architect i2000sr analyzer and generated results of 224, 125, 154 and 207 u/ml. The customer also requested and received an aliquot of the (B)(6) 2013 sample from the other lab and tested it on the architect platform, which generated a result of 554 u/ml on (B)(6) 2013. The patient returned to the customer site on (B)(6) 2013 and a new sample was drawn. The latest sample generated an architect ca 19-9xr assay result of 535 u/ml. When tested on a non-abbott platform (#2), the sample generated a result of 7.8 u/ml. There is no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 02k91-25 that has a similar product distributed in the us, list number 02k91-27. (B)(4).

Manufacturer narrative:
Accuracy testing was performed in-house with retained reagents of lot 28214m500 (list 02k91-25). An architect ca 19-9xr panel consisting of four different levels of analyte concentrations was tested. Two replicates of each panel level were tested across three separate architect isystems. All results met specifications. This demonstrates that the assay can accurately detect known concentrations of the ca 19-9 antigen. As part of the evaluation, the customer obtained heterophilic blocking tubes and treated two of the samples. The sample that initially generated an architect ca 19-9xr result of 440 u/ml generated a result of 44 u/ml after treatment. The sample that initially generated a result of 554 u/ml generated a result of 100 u/ml after treatment. The customer determined that heterophilic antibodies were present in the sample causing the elevated architect ca 19-9xr results. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect ca 19-9xr assay package insert contains information to address the current customer issue. The current evaluation indicates that the architect ca 19-9xr reagent kit is performing as intended and no new issues were found. A product malfunction was not identified.